Event description:
The distributor received an inquiry from a dr regarding mico titanium mesh. The dr felt that the mesh was not unified in hardness. The distributor checked their inventory and noticed a difference in shape and dimension of the plate holes and indicated that the returned mesh from the hospital was softer. This event is not associated with a surgical procedure.